Event description:
It was reported that the insulin pump alarmed motor error during normal use. The customer had an MRI, but she removed the insulin pump, and put in another room. It was stated that the screen was frozen and the buttons were not responding. The battery was replaced, but the issues were not resolved. Found that the customer was in the process of upgrading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.